Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer representative (rep). It was reported the system was removed on (B)(6) 2018. The patient didn't like the way the anchor and wires felt behind his ear ever since implant. It did not appear swollen or infected. The patient never really used the implant and didn't like that there felt like a bump behind his ear. The patient mentioned it was painful at that site. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins and leads were causing pain at the ins/lead sites since implant. The patient noted that the leads are at the side of the neck and base of the skull, and that the cords are constantly tight and always hurting. The patient's hcp moved to (B)(6) and needed a physician so a local rep was contacted to help the patient find a new hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the explant procedure was (B)(6) 2018 and that the rep accounted for everything being removed from patient but patient stated that it was not all removed and those anchors were missing. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were getting the ins explanted on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the pain was that the patient's leads were restricting their movement. The issue had not been resolved. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead, product ID 3888-56, serial#(B)(4), implanted: (B)(6) 2018. Product type lead, product ID 3888-56, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the implanted system ¿just didn¿t work out.¿ the patient reported that he had the system removed, ¿but the problem is I have cord leftover that I can feel. It¿s not showing up on the x-ray, but I can feel it, it¿s there.¿ the patient reported that in all other x-rays he could see where the wires were when the system was implanted but now all the wires are gone and stated ¿I can only see one little piece on the imaging¿ and stated he thought the healthcare provider (hcp) might have installed an anchor at implant ¿because she was afraid of¿ the neurostimulator (ins) migrating. The patient reported that ¿I never knew why my head felt like it was pinned to my shoulder all the time¿ stating he¿s ¿never been able to bend my beck very well after they put it in.¿ the patient reported that after removal of system ¿I still can¿t but I can feel wire¿ stating ¿like 12 inches worth of stuff¿ and he has had 2 x-rays and ¿it doesn¿t come up¿and asked if everything the manufacturer made for implantable devices shows up on x-rays. No further complications were reported.